Event description:
Customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the cmos battery needed to be replaced. The customer declined ge service and will perform the repair themselves.